Event description:
The customer reported via phone call experiencing unexplained high and low blood glucose levels. The customer stated that everything regarding device use was going well; however, when disconnected from the insulin pump, the customer stated that her blood glucose was in the 560 mg/dl range. She also reported that her blood glucose dropped as low as 34 mg/dl due to an unknown cause. She stated that she experienced some edema but attributed this to liver issues, although she was unsure. She declined troubleshooting assistance for the matter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.